Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. It was noted that the patient has been reconnected, however, no information on the resolution of the ble issue was provided. There were no patient consequences reported.

Manufacturer narrative:
Product #1 pi main [(B)(4)]. An event of try now/connect now and unable to pair resulting in no clinical signs, symptoms or conditions which caused no health consequences or impact to the patient was reported. The status of application is not applicable and not returned. Rcts was contacted. Analysis of the information provided confirmed the event of try now/connect now and unable to pair. Tiger ticket investigation was performed. The results of the investigation confirmed that patient is actively monitored, and device checks are current. Informed agent. No further action necessary. A device history record (DHR) review was not required per investigation procedure. The cause of the event was unable to be determined; however, a correction was implemented, and the event has been resolved with assistance from the remote care operations team.